Event description:
It was reported that during the beginning of the surgical procedure, the customer experienced a 20008 system error code. The patient incisions were closed and the planned surgical procedure was rescheduled for a later date. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code experienced by the customer was associated with the patient side manipulator (psm). The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Engineering found two insertion cables out of the pulley, thus generating the system error code experienced by the customer. The system alarm (system error codes) functioned as designed and there was no injury to the patient. The planned surgical procedure was aborted and rescheduled to a later date. As of august 14, 2006, there have been no reported recurrences of the issue at this hospital.